Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned.  The device will be returned for analysis and further information will follow once the analysis has been completed.  No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that customer was hospitalized due to high blood glucose and urinary tract infection on (B)(6) 2019. Customer had blood glucose of 460 mg/dl at time hospitalization. Customer was treated with fluids and antibiotics for urinary tract infection as well as treated high blood glucose with insulin pump and manual injection. Insulin pump will not be returned for analysis.